Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, the blade from the harmonic ace curved shears instrument allegedly broke and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the blade from the harmonic ace curved shears instrument broke off and fell inside the patient. The fragment was retrieved laparoscopically. The instrument was inspected prior to use and the surgeon confirmed there was no collision with other instruments or hard material. The surgical staff confirmed the instrument was removed during the procedure and the wrist was straightened upon removal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the instrument to have a broken blade at the distal end. The broken piece was returned with the instrument. The known common cause this failure is due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.